Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, cartridge ripped on the side and crack on the lens. Unfortunately the lens got stuck and to release scratched the endothelium. Procedure completed on the same day. There was a patient harm. Additional information has been requested and provided that there was no patient harm and no hospitalization.

Manufacturer narrative:
Photos were provided of a multifocal toric iol in the eye. The optic has damage that appears to be a crack on the edge at the bottom of the lens. The lens model and handpiece indicated a qualified. The viscoelastic indicated is not qualified for company cartridge use. The root cause for the reported damaged cartridge and lens could not be determined. A photo was provided of the implanted iol. The optic has damage that appears to be a crack on the edge at the bottom of the lens. This type of damage may be caused by plunger override. Based on the reported cartridge damage, the lens and or plunger may not have been in a correct position for advancement. An unqualified viscoelastic was indicated. Per the instructions for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been requested and provided that there was no patient harm and no hospitalization. Lens that unfortunately got stuck in the incision and we had to manipulate and scratched the endothelium.

Manufacturer narrative:
The facility provided new information that the involved lot for this file is lot. File was updated. New review conducted. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).